Manufacturer narrative:
H4: the lot was manufactured between december 16, 2022 - december 19, 2022. H11: two(2) actual devices were received for evaluation. Visual inspection on the returned samples was performed and it was noted that the bladder has been ruptured. Since the bladder from the returned samples had been ruptured, a functional flow test or a leak test could not be performed. The external and internal surfaces of the bladder and the rupture line were examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The cause of the condition could not be determined, however, the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors did not dispense the fluid during setup. There was no patient involvement. No additional information is available.